Event description:
On an unknown date, the pt was implanted with a gore excluder aaa endoprosthesis. On (B)(6) 2012, it was reported to gore that the physician is going to reline the device due to endotension. On (B)(6) 2012, the reintervention took place to reline the device due to endotension. There is no sequela regarding this pt.

Manufacturer narrative:
Lot number was requested and not provided to gore. A review of the manufacturing records for the device could not be conducted. It was reported to gore that the reintervention took place to reline the device due to endotension. As additional info regarding the device implanted during the initial procedure is unknown, gore could not confirm if it was implanted a gore excluder aaa endoprosthesis or a gore excluder bifurcated endoprosthesis. Images were sent to gore for analysis. Further info will be provided.